Event description:
The customer reported an error 8 defib failure - charging circuits. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an error 8 defib failure - charging circuits. There was no reported pt involvement.